Event description:
Please refer importer report # (B)(4).

Manufacturer narrative:
Document review: gmk primary fixed tibial insert size 2 / 14mm. Code 02.07.0214psf / lot 111378 (30 items produced) : all parameters were found to be in accordance with the specifications valid at the time of manufacturing. (B)(4) items belonging to this lot have been already sold and no similar incidents have been reported. On the basis of the data collected, we have no evidences that the problem is device related.